Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of pqq-pd lot ps2508 read low in meter glucose readings is due to the returned strip were left outside of returned vial for prolonged of time which caused low blood readings.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-130mg/dl fasting. Verified the strips expire 9/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. The meter did register within control test and last test of 116mg/dl was with the patients range. Reviewed meter memory (B)(6). Memory concerns:76 and 74 mg/dl.